Event description:
Pt had a right si joint fusion with piriformis release. The pt returned to the surgeon's office for post-op visit and had visible rash-like/red irritation around the incision site. This is an add'l pt in a 6 month period with complaints of similar issues. Pfizer, inc. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.